Event description:
Additional information received stated that the patient received a primary right tha to treat osteoarthritis of the hip. The surgeon noted that the natural interior-anterior acetabular wall was deficient, requiring cup placement in 40-45 degrees abduction and 25-30 degrees anteversion. The procedure was completed without complications. The patient received a pinnacle cup with apex hole eliminator, marathon polyethylene liner, articuleze femoral head, and summit stem.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The provided x-ray images were able to confirm the reported disassociation event. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: b5.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that according to the surgeon, patient experienced pinnacle liner dissociation, as evidenced on x-ray. This finding was confirmed intra-op. Multiple ard tabs were broken off of the liner. The surgeon elected to keep the pinnacle shell, replacing the liner and femoral head. Doi: (B)(6) 2003, dor: (B)(6) 2020, right side.